Event description:
It was reported that during a routine equipment evaluation at the user facility, the run/safe modes were illegible on the universal handswitch resulting in a situation from which the device may be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Not returned.